Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that implantable pulse generator (ipg) displayed invalid data for rate histograms and question marks in the pacing percentages. The patient is receiving radiation therapy. It was noted another session will be performed once patient is through with radiation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. Seven single bit parity ecc errors occurred between (B)(6) 2017. Analysis of the device memory indicated an issue with missing/invalid diagnostic data. Rate histograms have invalid data. If information is provided in the future, a supplemental report will be issued.